Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. Peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient began treatment with an unspecified antibiotic (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Peritoneal dialysis therapies were ongoing. The patient was not recovered from the peritonitis event. The proper aseptic technique training was scheduled to be performed for the patient. No additional information is available.